Event description:
It was reported that a generator reset occurred prior to performing a successful gfu upgrade. The neurologist informed a company representative that prior to his arrival, the patient's generator was at 0 ma and the neurologist re-programmed the patient before the company representative was present and before the gfu upgrade took place. Programming history was sent to the manufacturer for analysis. Review of the patient's programming history confirmed the device reset to 0 ma and resulted in an inappropriate burst watchdog timeout. The patient's generator firmware was successfully upgraded on (B) (6) 2009. The software upgrade corrects the susceptibility of demipulse generators to be reset due to errant burst watchdog timeout declarations and thus the patient's generator should not experience further resets due to this mechanism.

Manufacturer narrative:
Analysis of programming history.